Manufacturer narrative:
During an internal review on (B)(6)2019 , it was noted that ¿d3. Manufacturer address street line 1¿ and "g1. Manufacturer site addr. Street line 1" on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ and "g1. Manufacturer site addr. Street line 1" have been re-populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the brim cap detached. It was described that during the procedure that while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the entrance port physically broke. There was no delay. The procedure was completed successfully. There was no patient consequence. On april 7, 2019, additional information and photos were received. After reviewing the additional information and the photos, it was determined that the catheter was not inserted correctly, wrong angle, and that is when the brim cap broke. It was noted that it was partially detached. Another sheath was used to complete the procedure and the same access was used. The issue of brim cap detached was assessed as a reportable event.